Manufacturer narrative:
(B) (4) (used for suicidal ideation).

Event description:
Literature: porat o, cohen os, schwartz r, hassin-baer s. Association of preoperative symptom profile with psychiatric symptoms following subthalamic nucleus stimulation in pts with parkinson's disease. J neuropsychiatry clin neurosci.2009; 21(4):398-405. Summary: this article presents a retrospective study of 22 pts with parkinson's disease who were evaluated for pre- and postoperative symptoms using a neurobehavioral battery to evaluate the change in the neurobehavioral and neuropsychiatric symptoms following stn-dbs and to identify possible risk factors for their occurrence. Medical charts were reviewed for demographic data, clinical aspects, pharmacotherapy, and stimulation patterns. Pts and their caregivers were interviewed by a neurologist or psychologist in person and by telephone using clinician and pt rating scales. They were asked to rate several aspects of behavior during the three months before the assessment, and retrospectively for the three months preceding the dbs operation. Nineteen pts were implanted bilaterally, one unilaterally in the left hemisphere, and two unilaterally in the right hemisphere. Reportable event: one pt was apparently suicidal before the operation, but did not share this info with the medical personnel. The pt had performed an unsuccessful suicide attempt one month after surgery and was admitted to a psychiatric ward for a short hospitalization. Two months later, the pt accomplished suicide. It was noted that the pt's motor condition following implant had much improved, while his behavioral condition had worsened significantly during postsurgical assessment. According to the pt's wife, the pt was severely depressed and agitated before implant, though the pt himself reported only mild depression.